Manufacturer narrative:
Product analysis summary: a sheath and stylette were partially loaded into the device and both were removed with no issue. The stent was positioned on the balloon between the marker bands as per specifications. No deformation evident to the stent. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity rx coronary, drug eluting stent was used to treat a mild tortuosity, mild calcified lesion in the distal left anterior descending (lad) artery. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed in vivo during positioning/advancement. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.